Event description:
I purchased the beta bionics ilet bionic pancreas insulin pump with insurance in 2024, online, with the help of my diabetes educator and endocrinologist. I wore the device for type 1 diabetes management constantly from (B)(6) 2024 - (B)(6) 2025. It was the scariest time of my life. I had severe hypoglycemia episodes nearly daily at that time. The hypoglycemia would come on strong and fast, making any activity, including driving or simply parenting, an extreme risk. The frequent and unpredictable hypoglycemia episodes started in (B)(6) and stopped in (B)(6), when I stopped using the pump and switched to a different device from a different company. I was diagnosed with type 1 diabetes in 1989 at age 4. I am now 41 in 2026. I have used insulin pumps, specifically, and in tandem with glucose sensors since 2010. I do believe this particular pump is incredibly dangerous and risks were not fully assessed in design phases. For instance, insulin doses administered must take into account immediate and long-term physical activity, immediate and long-term blood glucose level, blood glucose trends, duration of time since the last dose accounting for insulin not yet metabolized, and exact quantity of carbohydrates to be eaten or drank at the time of the dose or minutes after. The ilet pump considered none of the above! It¿s claim of being simple to use is a gross exaggeration¿ it is far too simple to use and overdose with. The appeal is that the user will not have to enter carbohydrates, rather the user just needs to enter if they are about to eat a ¿snack¿, a ¿small meal¿ or a ¿large meal¿. The pump¿s algorithm learns the user¿s snacks, small meals, and large meal with only 3 entries of each type of meal from the first wear. From then on, it¿s a wild, unpredictable, glucose chase. Just because I had a big bowl of pasta for dinner in (B)(6) 2024, and the pump decided without my approval the amount of insulin units to automatically inject into my body, doesn't mean the large cobb salad I ate in (B)(6) 2025 as a ¿large meal¿ should require as much insulin as the ¿large meal¿ pasta! Please feel free to look up the carbohydrate variance in those 2 ¿large meals¿. Look, this pump only works for people who eat the same meals and snacks every day. It is a danger to the average working parent or person who happens to be living with type 1 diabetes. The amount of scary, near-death stories I have from this pump¿s use is staggering and each affected my loved ones traumatically, including my young children. I know I¿m not the only type 1 diabetic who has had the same experience with the ilet pump. My fear is that someone using it will be in an unnecessarily fatal situation or has been already. Thank you.